Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The healthcare provider reported that contact 4 had high impedances. It was unknown when the high impedances started. The patient was getting an MRI of their head. Prior to the MRI the implantable neurostimulator (ins) was turned down to 0 volts and then turned off. Impedances were run and that is when it was noticed that all contacts associated with contact 4 were >10,000 ohms. No symptoms, troubleshooting, causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient was indicated for lumbar radiculopathy.